Event description:
Note: the actual event date is unknown. It was reported to boston scientific corporation on march 23, 2006 that an enteryx procedure kit was implanted (age, gender and weight are unknown). According to the complainant, "the patient had the enteryx procedure kit implanted at unknown facility on an unknown date and is now seeing a renal dr. At this facility because the enteryx material has migrated through the body into the kidneys."

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. Product unavailable for analysis.